Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was completed. The eval confirmed the reported system error 105 occurrence through review of the history log showing 5 occurrences, but could not reproduce failure. The pump was run for over 120 hrs with no system error 105 messages. Upon further investigation, evidence was found of the motor impacting lower bearing housing. The impact cannot be proven to be a contributing factor to the system error 105 messages. Evidence of fluid intrusion was found on the upper bearing bracket by the nylon gears, but no solid proof that the fluid contaminated the nylon gears. Root cause was not determined, and the invasive nature of the internal motor inspection has limited the ability to perform further investigations. Due to the invasive nature of the motor analysis, the motor will be replaced.

Event description:
It was reported that a spectrum pump has a system error 105. It was also reported that there was no pt incident.